Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Patient was revised to address painful hip, metallosis, black tissue in and around the joint, osteolysis and possible instability. Update ad 24 jul 2018: receipt of ppf and medical records. In addition to previous allegations, ppf alleges metal wear and elevated metal ions. After review of medical records, patient was revised to address painful right hip total hip arthroplasty. Revision notes reported that a black-stained tissue was noted upon opening the fascia. Inspection of the acetabulum showed areas of superficial osteolysis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.